Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer states treating her low blood glucose with carb intake. Customer decline to trouble shoot for low blood glucose. The customer was assisted with sensor anomaly. The product was not returned for analysis.